Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections related to the cine portion of the system were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error during boot up. The customer was able to bypass the error and the system completed boot up but the system's cine function was no longer available. No patient serious injury or death was reported related to this event.